Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with 350cc mentor smooth round moderate plus profile saline breast implants experienced autoimmune disorder of hashimoto¿s disease postoperatively. The patient reported suffering unexplained systemic symptoms, including migraines, fatigue, hair loss, rashes, rosacea, fevers, food sensitivity and allergies, blurry vision, bloating, swelling, breasts were painful and hot to the touch, pain under arm, difficulty breathing, brain fog, memory problems, joints pain and inflammation, pain and numbness on hands, burning and painful scalp, heart palpitation, back problems, tinnitus, insomnia due to pain, and anxiety. Hashimoto¿s disease was diagnosed via bloodwork, and confirmed by endocrinologist. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right-sided implant.